Manufacturer narrative:
(B)(4). Concomitant medical products: biomet, g7, liner, cat#: 010000740, lot#: 6657399, (malfunctioned liner) biomet, g7, shell, cat#: 110010244, lot#: 6627189. Biomet, g7, liner, cat#: 010000740, lot#: 6628988, (implanted liner). Biolox, head, cat#: 00877503603, lot#: 2645300. Biomet, screw, cat#: 010000998, lot#: 6615750. Biomet, screw, cat#: 010001000, lot#: 6087558. Zimmer, stem, cat#: 00771101000, lot#: 64399374. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05748.

Event description:
It was reported when the surgeon attempted to implant the 36 mm neutral e xl liner during an initial tha, it would not sit completely flush with the cup. After impacting the liner with the 36 mm liner/ball a few times, it would not sit flush with the cup all the way around. It was flush on one side, but the other it sat proud. Surgeon attempted to impact the liner in the area where is was proud with a hospital owned narrow bone tamp to no avail. Surgeon removed this liner with a khocker. Surgeon indicated that both acetabular screws felt like they were below the level of the inside of the cup and felt like there should be no reason for the liner not to fully seat. A new 36 mm neutral e xl liner was opened and implanted with no further issue. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed from visual analysis of the product. There were scratches on the outer radius, the rim is gouged, and the sidewall shows imprinted ridges consistent with being gripped by a tool during the implantation or removal of the liner. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.